Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare processional reported, capsular contracture, baker grade iii. Device has been explanted and replaced with non-allergan brand.

Event description:
Patient reported right side rupture. Healthcare processional reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare processional reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, encapsulation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.